Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily tortuous vessel in the left anterior descending (lad) artery. The 2.5x15mm xience skypoint stent delivery system (sds) had resistance with the anatomy during advancement and was unable to cross the target lesion. It was noted that there was resistance with the anatomy during removal. There were no other issues noted. A non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.